Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgeries to remove infected mesh, reduction of small bowel volvulus, samall bowel resection and abdominal wall mass, and debridement of infected mesh. The sample was not returned for evaluation and medical records have not been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of a recurrent incisional hernia. A bard/davol marlex, reference number 0112720, lot number huwf2401 was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery to remove infected mesh. On (B)(6) 2014: the patient underwent an additional surgery to remove infected mesh. On (B)(6) 2014: the patient underwent an additional surgery to debride infected mesh. On (B)(6) 2014: the patient underwent an additional surgery for exploratory laparotomy and reduction of small bowel volvulus. On (B)(6) 2015: the patient underwent an additional surgery for small bowel resection and abdominal wall mass. On (B)(6) 2016: the patient underwent an additional surgery for debridement of infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of a recurrent incisional hernia. A bard/davol marlex, reference number 0112720, lot number huwf2401 was implanted to repair the hernia defect. (B)(6) 2013: the patient underwent an additional surgery to remove infected mesh. (B)(6) 2014: the patient underwent an additional surgery to remove infected mesh. (B)(6) 2014: the patient underwent an additional surgery to debride infected mesh. (B)(6) 2014: the patient underwent an additional surgery for exploratory laparotomy and reduction of small bowel volvulus. (B)(6) 2015: the patient underwent an additional surgery for small bowel resection and abdominal wall mass. (B)(6) 2016: the patient underwent an additional surgery for debridement of infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿a large hernia sac was freed and surrounding tissues was removed. Noted an intact mesh below the large defect and large diastasis inferiorly. The prior mesh was imbricated, a piece of bard flat mesh was cut to appropriate dimensions and anchored to outer edge of fascia superiorly using sutures.¿ (note, identified a previous unspecified mesh during this repair). (B)(6) 2013 - patient was diagnosed with abdominal abscess and cellulitis. (B)(6) 2013 - patient was diagnosed with chronic draining sinus tract in midportion of wound, abscess thereby underwent exploration with removal of mesh. Per operative notes, ¿at the base of the wound, some old suture and mesh was identified. This was poorly incorporated therefore debrided from its surrounding tissues until healthy tissue encountered. The wound was then irrigated.¿ (B)(6) 2013 to (B)(6) 2014 - patient was diagnosed with chronic nonhealing abdominal wound thereby underwent debridement. (B)(6) 2014 - patient was diagnosed with chronic nonhealing upper midline wound with mrsa infection and exposed mesh thereby underwent exploration with removal of mesh. Per operative notes, ¿right lateral aspect mesh was removed. The sinus tract passed straight down slightly to left of midline which had some exposed mesh. The mesh was debrided back to healthy tissues and wound irrigated. All obvious mesh debrided to the healthy tissues.¿ (B)(6) 2014 - patient had non-healing abdominal wound thereby underwent wound treatment. (B)(6) 2014 - patient was diagnosed with chronic wound along upper midline and infected mesh thereby underwent exploration with mesh debridement. Per operative notes, ¿there were several segments of non-incorporated mesh and suture visible at base of many sinus tracts. This entire area was debrided, mesh was removed along with infected tissues and wound irrigated.¿ (B)(6) 2014 - patient was diagnosed with small bowel volvulus thereby underwent repair. Per operative notes, ¿the small bowel was eviscerated. It was evident that the distal small bowel, common channel and jj was twisted around the mesentery, somewhat purplish and dark appearing. The volvulus was reduced secondary to adhesions and bowel placed back into abdomen.¿ (note, no mesh was identified/visualized during this repair). (B)(6) 2014 - patient was diagnosed with cellulitis, wound infection thereby provided medication and underwent wound management. (B)(6) 2015 - patient was diagnosed with scarred area with small bowel fistula thereby underwent repair. Per operative notes, ¿there was numerous loops of small bowel adhered to each other into fistula site, and it was gently dissected down.¿ (note, no mesh was identified/visualized during this repair). (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent repair. Per operative notes, ¿superiorly patient had some well incorporated mesh. The hernia sacs were reduced and amputated at the level of passage through fascia. A biological mesh was then secured to outer edge of relaxed fascia using sutures.¿ (B)(6) 2020 - patient underwent wound exploration with removal of meshes. (Note, this procedure was not provided in medical records). Attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, hernia recurrence, infections, substantial/ongoing pain and suffering. Also alleges that the mesh was defective and impacted every area of patient¿s life.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgeries to remove infected mesh, reduction of small bowel volvulus, small bowel resection and abdominal wall mass, and debridement of infected mesh. The sample was not returned for evaluation and medical records have not been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event, date of explant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of bard flat mesh, patient was diagnosed with strangulation, bowel perforation, drug resistant bacterial infection, cellulitis, hernia recurrence, fistula, fibrosis, adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, infection, fistula and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b2, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: b3 (date of event), d.6b (date of explant), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.